Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient's reason for call is about ins longevity and replacement process. They aren't sure if their ins is working since changing to a new healthcare provider (hcp). Every time they bring up the brand name, the hcp doesn't seem to be interested and doesn't seem to be involved with ins. They asked if they could callback with their patient programmer (pp) to check the ins status. No patient symptoms were reported and no further complications have been reported as a result of this event.